Event description:
On (B)(6) 2023 the patient underwent a procedure in which the spinal cord stimulator (scs) abbott devices were explanted due to impedances on the lead and replaced with boston scientific devices. The replacement procedure took place at (B)(6) hospital. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Refer to add'l documents in i2k.